Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, when surgeon tried to transect stomach body part with egia60axt, it did not fire. No medical intervention required. No surgery time extended by 30mins or more.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating xtra thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. Microscopic evaluation noted that the reload had no damage to the cutting edge of the knife blade. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detected led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. The returned sample as received was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.